Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
The probe was discarded and would not be returned.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the 1.5mm ball probe was found to be bent in the site sterile processing department (spd). There was no patient present when this issue was identified.